Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that during thr surgery, the tab was unwelded on two (x2) polarcup shell positioner. The procedure was able to be completed with the same device. Surgery was not delayed. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: it was reported that during total hip replacement surgery, the tab was unwelded on two polarcup shell positioner. No injury was reported as a consequence of this issue. The device used in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed no previous complaints for the same batch, and no additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.